Event description:
The patient reported skin irritation while using an epatch device with the electrode - adapter - flex configuration with the electrode - pad - foam - vermed a10091 (electrode lot # 51325v13). The patient experienced irritation, itching, rash, and blisters/welts.the patient sought medical treatment and was treated with prescription medication; however, the specific medication used is unknown. The patient did not discontinue service or take a break in service due to the irritation. The patient did not follow proper skin preparation steps and instead wiped the area with a wet paper towel. The patient has no history of skin sensitivity or allergies.

Manufacturer narrative:
The patient reported skin irritation while using an epatch device with the electrode - adapter - flex configuration with the electrode - pad - foam - vermed a10091 (electrode lot # 51325v13). The patient experienced irritation, itching, rash, and blisters/welts. The patient sought medical treatment and was treated with prescription medication; however, the specific medication used is unknown. The patient did not discontinue service or take a break in service due to the irritation. The patient did not follow proper skin preparation steps and instead wiped the area with a wet paper towel. The patient has no history of skin sensitivity or allergies.the flex wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while utilizing the electrode - pad - vermed electrode is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient used improper application techniques.the product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.